Event description:
It was reported that shaft break occurred. A 2.50mm x 12mm maverick² balloon catheter selected. It was noted that the shaft of the catheter broke. The device never entered the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick2 balloon catheter with the original box. The batch number on the packaging and device matched the batch number for this complaint. There was blood and contrast on the balloon and the balloon was tightly wrapped. There was also contrast on the hub. Multiple hypotube kinks were noted and the hypotube was broken in two 82.5cm from the strain relief. The fracture faces were oval shaped, as if kinked prior to separation, and the material was jagged and stretched, which suggests that the separation may be related to tensile overload (material stress/fatigue). Examination under magnification revealed that the exit notch was twisted. Inspection of the remainder of the device presented no other damage or irregularities. However, there was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.50mm x 12mm maverick²¿ balloon catheter selected. It was noted that the shaft of the catheter broke. The device never entered the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was fine.